Event description:
The patient was undergoing a coil embolization procedure for an abdominal aortic aneurysm using a pod8 and a px slim delivery microcatheter. During the procedure, the physician met resistance while advancing a pod8 through a px slim delivery microcatheter. A new pod8 was used; however, the physician met resistance again. The px slim and pod8 were removed and new devices were used to complete the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the first pod8 coil was still attached to the pusher assembly. The pet lock on the proximal end was intact. Conclusion: the complaint has been evaluated. The complaint indicates that the pod8 would not advance into a pxslim delivery microcatheter. Evaluation of the returned product revealed that both pod8's were nonfunctional and therefore, unable to recreate the issue in the complaint. The second coil had a kinked pusher assembly and was not able to push the coil from the introducer sheath. The pxslim involved in the incident was not returned for evaluation. Without the return of all devices we are unable to conduct a complete the investigation to determine a root cause. However, if the coils are manipulated multiple times within the microcatheter, it is likely to cause a coil pre-tension issue which would make it difficult to advance the coil distally. These devices are 100% functional test during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00856 and 00857.